Manufacturer narrative:
Complaint sample was not returned for evaluation and the lot number is unknown. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported undergoing unspecified left eye surgery in (B)(6) 2016. Post-surgery, consumer developed left eye keratitis and was prescribed gatifloxacin eye gel, deproteinized calf blood extractive eye gel, and tobramycin eye drops. Consumer also reported that at this time the doctor directed him to begin using the contact lens in question as a bandage lens. Consumer wore lens for an unspecified period of time. Consumer removed bandage contact lens and reported experiencing left eye blurred vision. On an unspecified date subsequent to removing contact lens, consumer returned to hospital. Consumer was again diagnosed with left eye keratitis. (This diagnosis predated the lens wear.) Consumer reports that at this time he was also diagnosed with "left eye unspecified ulcer". Consumer was prescribed an unspecified treatment. Medical documentation is not available as the consumer was unwilling to provide doctor¿s contact information or medical records. Additional information regarding the event is not available as the consumer does not consent to be contacted further. At time of last contact, consumer reported his blurry vision had improved.